Event description:
It was reported that the peritoneal catheter broke during surgery, so another product was used and the operation was finished safely.

Manufacturer narrative:
(B)(4). The peritoneal catheter was torn in two pieces. It is unknown how the damage occurred. The catheter met all specifications for tensile strength and ultimate elongation testing. A review of manufacturing records showed no anomalies. The instructions for use that accompany the device caution that "low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears." No impact to the patient was reported.